Event description:
It was reported that the ilet bionic pancreas paired with a dexcom g7 experienced intermittent communication failure resulting in cgm signal loss, alongside a very low ilet battery alert that required charging; after unsuccessful reconnection and a failed pairing attempt with the initial sensor code, the user replaced the sensor and initiated warmup with a new code, and a fingerstick measured 200 mg/dl without symptoms. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet characterized by intermittent communication failure, with relevant device components identified as electrical and magnetic systems and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.